Manufacturer narrative:
Based on the information provided, it was determined that the sub-optimal processing reported was derived from the "factory 8 hr xylene standard" protocol comprising 140 cassettes, which started in retort a at 15:14 pm on (B)(6) 2017 and completed at 05:00 am on (B)(6) 2017; and the "factory 2 hr xylene standard" protocol comprising 66 cassettes, which started in retort b at 15:16 pm on (B)(6) 2017 and completed at 04:59 am on (B)(6) 2017. Manufacturer evaluation of the instrument logs showed that the instrument operated within specification during execution of these protocols; and no use error(s) was identified in the interaction between the user and the instrument either prior to, or during, execution of these protocols. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
A leica north america technical support center representative documented the following information: "retort (sic) a 140 surgical specimens run ended at 5 am, retort b gi bx and skins 66 specimens run end 5 am on (B)(6) no errors, rubbery specimens, holes 'from donut', some specimens were exploding on the bath." A leica field service engineer (fse) visited the laboratory on (B)(6) 2017 to perform preventive maintenance service requested by the laboratory; and a leica application specialist - core histology (fss) contacted the customer by phone on (B)(6) 2017 in order to provide applications support in association with this event. Information provided by the complainant to the leica representatives indicated that tissue samples from a protocol(s), which had completed without errors or instrument fault(s), was "damaged and undiagnosable"; and patient re-biopsy had been recommended. On 04 january 2018, the fss documented that re-biopsy of one (1) case involving a (B)(6) female patient had been performed.